Event description:
Paclitaxel infusing as ordered. Trn (registered nurse) at bedside performing blood return check on central line when approximately 30 ml clear liquid noted on floor under chemotherapy bag. Liquid noted to be coming from filter from IV tubing. Administration stopped at 1905 with 149 ml/98.6 mg remaining of 400 mg bag. Patient stated she had not exited bed and no persons had walk thru spill area. Spill cleansed per policy. Nom, oncologist dr., and pharmacist made aware.